Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately two (2) years post-implantation, the patient underwent revision surgery due to infection loosening of the femoral component. The affected implant was replaced without reported complication. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. H6: proposed component code: mechanical (g04) - femur. Visual examination of the provided picture identified a removed femoral component. The component appears to have residual bone cement and biological material adhered to its inner surface. Device history record was reviewed and no discrepancies related to the reported event were found. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. X-rays were provided and reviewed by a third party healthcare professional. Two views of the left knee demonstrate a left total knee arthroplasty with radiolucency at the cement-hardware interface of both the femoral and tibial components. No fractures were identified. The overall fit and alignment of the implant appear appropriate, with noted osteopenia. Possible loosening of the femoral and tibial components is observed, but no other anatomical or implant failures were identified. Root cause for the femoral loosening was unable to be determined. Investigation results concluded that the root cause of the reported infection is unrelated to the implanted device as there are no indications of a product or process issues identified affecting implant safety or effectiveness. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: articular surface fixed bearing cruciate retaining (cr) left 11 mm height: catalog#42512000511, lot#63875593; tibia trabecular metal two-peg porous fixed bearing left size f: catalog#42530007501, lot#65462634. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately two (2) years post-implantation, the patient underwent revision surgery due to loosening of the femoral component. The affected implant was replaced without reported complication. It was reported that no further information is available.